Event description:
Procedure type: lap chole. According to the reporter: during the case, the seal (rubber part of the cannula) disengaged. The piece was retrieved. There was no add'l bleeding and no tissue damage. The operating time was not extended as a result. No pt injury was reported. No add'l pt info available.

Manufacturer narrative:
(B)(4).